Manufacturer narrative:
The customer stated that their battery is depleted but haven't reached the expiry date yet. Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.

Event description:
The customer stated that their battery is depleted but haven't reached the expiry date yet. They did not report that this event occurred during patient use.